Manufacturer narrative:
The device was returned to the manufacturer and it was determined that the root cause of the pin sticking is due to the wear and flaking of the impreglon coating. This coating is used inside of the collet to prevent the pin from sticking. This report will be updated if add'l info from the investigation is received.

Event description:
It was reported that while the collet was returned to the manufacturer for repair, it was found that the wire would get stuck in the collet. There was no pt involvement or adverse consequences related to this event.